Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a loose and protruded drive support disk. The occlusion test and excessive no delivery alarm test could not be performed due to the prime anomaly. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It is reported by the patient that their insulin pump is giving excessive no delivery alarms. The patient's blood glucose level was 246mg/dl. Trouble shooting was conducted and found a loose drive support cap. Device is being returned. No further information available.